Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and rsd/causalgia-complex regional pain syndrome. The patient stated that they are having issues with their battery that it is tender around it. They are waiting on a call back from their healthcare professional (hcp). The patient stated that the issue began probably 4-5 days ago. No further complications were reported/are anticipated.